Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which had the "health professional" box mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was not cleaned, disinfected, and sterilized the product before it sent in for repair. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ [inspection of the endoscope] 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 5 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. 6 using both hands, bend the insertion tube of the endoscope into a semicircle. Then, moving your hands as shown by the arrows in figure 3.5, confirm that the entire insertion tube can be smoothly bent to form a semicircle and that the insertion tube is pliable. 7 gently hold the vicinity of the distal end and at the point 10 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose and that no irregularities are observed on the bending section. 9 inspect the adhesives attaching the bending section cover to the insertion section for any irregularities such as deterioration, pitting, cracking, and peeling. Also, inspect the bending section cover for any irregularities such as bulges, swelling, scratches, and holes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation the customer¿s allegation was confirmed; the image guide bundle had significant breakages. In addition to the reported in b5, additional device evaluation findings were as follows: due to a pinhole on the connecting tube, water tightness was lost, the bending section cover rubber had a cut, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, an abnormal sound is made due to damage on the angulation lever, due to a dent on channel tube, the forceps cannot be inserted smoothly, the control unit is sticky due to water leakage, and due to damage on objective lens, a foggy image occurs. The customer did not clean the device before returning to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno fiberscope had a broken fiber. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the channel tube and the bending section cover rubber and bending section were broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.